Event description:
Reporter indicated the ¿unspecified tachycardia¿ was not felt to be related to the vns.

Event description:
Reporter indicated via clinic notes received that a vns patient had unspecified tachycardia as noted on the (B)(6) 2011 note. It was also reported on the (B)(6) 2013 clinic note that the patient¿s seizures were mildly increased, and that this was felt to be due to the generator nearing end of service. Generator replacement is likely, but has not occurred to date. All attempts for additional information have been unsuccessful to date.